Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for about 26 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusion was noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The siphon guard was removed. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot ctgcc8, conformed to the specifications when released to stock in 23rd june 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
On (B)(6) 2016 per affiliate: "after l-p shunt implantation, underdrainage was noted. On (B)(6) 2016, the device was replaced due to occlusion of the abdominal catheter or the lumbar catheter manufactured by other company, which was caused by biological debris. The surgeon requests to clarify if there was a problem in the valve's functionality because the plunger of the syringe could not be pulled (it could be pushed) in performing contrast radiography."